Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to find several complaints on this type of device that were related with an unexpected steam leak (due to various reasons) from device parts the end user can normally be exposed to. All of them were decided to be reportable to competent authorities based on the potential, in none a serious injury or worse occurred, to date. The information collected to date and as a result of the performed investigation allowed us to establish the fire alarm was triggered due to a hot steam leaking from the door, which had been opened shortly after aborting the device cycle. The cycle aborted during the final rinse. If the door is opened in final rinse phase, water condensation rises to the top of the chamber goes upward hitting the fire detectors. The cycle can abort after the alarm occurrence on the device or after pressing the emergency stop button by the customer. In both situations the device user manual instructs the operator how to perform next steps in order to correct the potential problem without the necessity of opening the door. For the situation at hand, we were not able to confirm which scenario exactly took place but we were able to conclude no actual device malfunction. In summary, when the event occurred, the device met its specification as there was no actual, technical malfunction confirmed however it did contribute to the event. Upon the event occurrence the device was not being used for patient treatment. Given the circumstances and the fact the fact that the situation took place most likely due to use error we do not consider any additional actions.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of washer disinfectors (B)(4). As it was stated by the customer, the door opened during the final rinse and water and steam leak occurred. There was no injury reported however we decided to report the issue based on the potential as any unexpected steam leak from parts available for the user might lead to injury.